Event description:
It was reported that the pacemaker patient was deceased and the healthcare provider (hcp) wanted to discuss a recorded ventricular event (v42) as it had been marked as a supraventricular tachycardia and not a ventricular tachycardia. Technical services (ts) observed that the v > a detection enhancement was previously programmed off. Ts also discussed that some functional undersensing was observed. Atrial sensing markers were falling into blanking and not being marked by the device. Other atrial undersensing (unspecified) was also noted. Follow-up with the healthcare provider did not yield any further information in relation to the atrial undersensing; he had no further details to provide. There was no device allegation with regard to the patient's death, and the cause of death was not reported.